Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. 510k: this report is for an unknown biomaterial cement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022 during a vertebroplasty (th12) while treating a compression fracture, the centrum had hardened, and the surgeon had difficulties drilling against the bone. It took some trials to expand the centrum with trial balloons before applying stents. Although a right stent changed to a deformed shape, the right stent was inflated for further steps. The left stent in question was not able to be inflated at all on the posterior side. The needle was not able to be attached to this left stent. Because of this, the stent happened to move forward but stayed in the centrum. The cement was applied on the left stent. When they injected 2.0ml of cement into the left stent, the cement leaked out. The surgeon waited and gave another cement injection but leakage occurred again. Further cement application was stopped. The procedure was completed but resulted in less than 30-minute surgical delay. This report is for one (1) unk - biomaterial - cement. This is report 2 of 2 for complaint (B)(4).